Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "recalled implants that have lost their shape." Healthcare professional later reported "trace of pericapsular fluid". Ultrasound noted "8 mm pocket of fibrocystic change in the 12 o'clock position 8 cm from the nipple" and "cysts" which are deemed not device related. The device remains implanted.

Event description:
The record is for left side. The device has been explanted.